Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to an extrusion of the electrode lead into the external auditory canal. Reimplantation is planned but had not taken place at the time of this report.